Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 7:45 pm his blood glucose reached 22.2 mmol/l (400 mg/dl) and that the cannula was slightly bent.